Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 600 mg/dl. Reportedly, the customer experienced diarrhea and nausea. Reportedly, the customer was using pump supplies beyond labeling. Tandem technical support informed customer that using pump supplies for more than 48 to 72 hours is off label per the user guide. Additionally, it was reported that the pump time was incorrect. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. Device not returned.